Manufacturer narrative:
Investigation summary: the device history report for lot number 8037509 was reviewed, no related abnormalities were found. Material number 394945 for lot 8037509 was manufactured on 02/28/2018. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation. Bd subjected the samples to leakage, results from this testing were not able to identify any leakage points. Investigation conclusion: unfortunately the root cause for this complaint could not be determined without the ability to serve the reported failure mode. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields.

Event description:
It was reported that the bd connecta¿ plus 3-way stopcock was leaking from the distal thread before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ plus 3-way stopcock was leaking from the distal thread before use. There was no report of exposure, injury, or medical intervention noted.